Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink system was damaged. Prior to use, the tubing line was observed detached from the drip chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
As the samples were not returned, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.